Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer issues. The customer reported that a malfunction occurred when the user attempted to dispense medication and it was very difficult to retrieve their medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident found drawer was difficult to open and also difficult to shut. A field service engineer replaced drawer and reinstalled cubies. The system functioned as intended after the field service engineer troubleshot the device.